Event description:
The consultant reported an event occurred on (B)(6) 20111 during a right hip trochanteric fixation nail (tfn) procedure while the surgeon was using the 125 degree aiming arm to insert the distal locking screw. The surgeon commented the aiming arm did not line up to insert the locking screw; the surgeon than removed the aiming arm and inserted the locking screw by hand to complete the procedure. It was reported that little time was added to the procedure. No report of harm patient noted. This reported event is for 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device is an instrument, not implanted/explanted. Subject device has been received and evaluations have been conducted. A device history review was completed. Six (6) parts were returned to the supplier and reworked. The supplier returned 4 of the 6 and scrapped 2 pieces. The returned (B)(4) pieces were 100 percent re-inspected, passed all tests and meet specifications. These issues would have no effect on this complaint. A product development evaluation was completed and it concluded: the complaint condition could not be replicated with the returned parts and based on the age of the parts (all parts were confirmed eight years old), there is no indication of any manufacturing or design related issues. Placeholder.